Event description:
It was reported that the device battery prematurely depleted. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. The device was in normal range of operation level upon receipt. The device image was analyzed and auto settings were enabled. When auto settings are enabled, the device will adjust pacing output based on patient requirement and this may affect the projected longevity. Further electrical and mechanical analysis was performed and device showed normal operation and no anomalies were noted. A longevity calculation was performed, and device had appropriate remaining longevity and is considered normal depletion.